Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center is turning off intermittently. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of turning off intermittently was confirmed. Additionally, power of the device cuts off was found during device evaluation. Based on the results of the investigation, it is presumed that the events occurred due to failure of the power unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.